Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in april 2026, reported as "over the weekend." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set would not lock, which resulted in a leak. The patient taped the twist clamp shut; however, it did not click. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.